Event description:
The pt underwent the implantation of a cypher stent under the ravel trial. At an unidentified time period following implant, the pt expired from what the physician reports as a sudden cardiac related death. The pt had reportedly been asymptomatic until a sudden change in wellness prompted a hosp visit and the pt expired. No add'l details have been provided.

Manufacturer narrative:
A retropspective review of cardiac related death events files was made. The rapamycin clinical (3.0 x 18) product was a clinical unit under the ravel study however, the reported event occurred after the product was released in the united states and meets reportability under the guidelines of the medical device reporting regulations. Device is considered to be similar to the united states product. The device remains implanted and is not available for analysis. Review of the mfg route sheets revealed no anomalies that can be associated with the reported complaint. Although two other complaints have been reported for this lot number to date, they were not similar to this complaint. From the cypher weekly complaint trending report this complaint is part of 0.11 % death complaint rate for the cypher product family (outside us). Action taken: no corrective actions will be taken however, complaints of this type will be trended to determine if action is necessary. Based on the limited info, it is not possible to determine what factors might have contributed to this pt death.